Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm. Customer did not recall the exact date or how the alarm occurred. Customer's blood glucose level was not impacted. Tandem technical support educated the customer on how button alarms can be triggered.